Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition. The rv lead was implanted-inactive and replaced. The patient was in stable condition throughout the procedure.